Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues were verified, and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touchscreen was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.